Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during preventative maintenance, the fluid was not circulating, and the pump was not working. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: stained water tank, pump is not working, and stained main block. Functional testing confirmed the complaint. Root cause was attributed to a faulty pump. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.